Event description:
A complaint of infection at the pocket site was reported. The patient's system was explanted. The patient is reportedly doing well.

Manufacturer narrative:
The explanted materials will not be returned as they were discarded by the medical facility.